Event description:
Drilled down, inserted anchor and when they went to tie the suture, the suture pulled right through the eyelet breaking the eyelet. Proper alignment was maintained. He did not see that excessive force was being used during insertion. The anchor was tapped with a mallet. The bone quality appeared to be good. Surgeon also mentioned that the suture/eyelet interface did not fail until knots were being tied. The anchors are still in the patient; they are buried in the glenoid. They were left in the patient and sutures were thrown away.

Manufacturer narrative:
Device is not being returned for evaluation.